Event description:
It was originally reported that the patient's total device system was removed and replaced on her other side. The healthcare provider confirmed that the patient experienced a new pain. The total device system was removed. No surgical complications were reported.